Event description:
A 29mm sapien xt valve transfemoral approach was performed without issue. The final valve position was 50:50 with mild pvl. Post-op day, one patient went to the restroom and was 'straining'. The patient collapsed. An echo showed a large pericardial effusion along with an ascending aortic root dissection. The patient was brought to the or where a sternotomy was performed. The operators observed an ascending aortic root dissection extending into the lvot with a coronary dissection. The sapien xt valve was removed and a 21mm surgical valve was placed. The dissections were repaired and the patient was transferred to ICU in critical condition. Significant past medical history of endovascular aaa repair on (B)(6) 2015. Post aaa repair patient had difficulty recovering due to severe aortic stenosis. It was decided to perform the tavr during same hospital admission. Due to a jump in creatinine to 1.6 post aaa repair it was decided not to perform screening CT scans, but instead to size valve by tee intra-op. Intra-op tee measurements ranging from 25-26mm. Decided upon a soft 29mm valve. No pericardial effusion seen on intra-op tee. Patient stable and transferred to ccu. The perceived root cause was suspected to be a mismatched prosthesis. (B)(6) 2015 the patient expired.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien xt transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing of the flex catheter may be helpful in solving the problem. In this case the patient¿s native annulus was measured at 25-26mm by tee. The patient had been treated during the same hospital admission prior to tavr for an abdominal aortic aneurysm with an endovascular prosthesis. Additionally, the native annular and aortic valve calcifications were both graded as moderate. The implanting physician stated after the interventional surgical repair that the event was likely the result of a prosthesis mismatch. These factors were likely contributing factors to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.